Event description:
During a lower anterior resection procedure, after a cs33 stapler had been fired, it was observed that the device had affected only a partial transection of the tissue. The procedure was completed by means of another device.

Manufacturer narrative:
Lot number and expiration date of device is unknown. Device manufacture date is not know because lot number was not provided. As of the date of filing of this report, the device had not been returned. Should the device become available, its failure will be investigated, and the results will be disclosed in a follow-up report.